Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discrepant results was due to bleach contamination. When quality controls were run by the siemens fse, they were out of range. The customer failed to follow proper procedure by running quality controls after the daily cleaning procedure. Had they been run, the bleach contamination would have been caught. The instrument is performing within specs. No further eval of the device is required.

Event description:
A customer reported discordant thcg, bnp, and troponin results due to bleach contamination. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of these discordant results.